Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s sensor glucose value was 54 mg/dl they took some sugar and their blood glucose went up to 505 mg/dl, the another sensor glucose level was 71 mg/dl and blood glucose level was 212 mg/dl at time of incident. Customer reported that the insulin delivery was suspended due to sensor glucose versus blood glucose difference. The devices will not be returned for analysis.